Manufacturer narrative:
IFU contraindication: the essure system should not be used in any patient with known hypersensitivity to nickel confirmed by skin test.

Event description:
A physician reported a patient with symptoms 2 years post essure placement described as arthralgia and fatigue. The physician later reported that the patient tested positive for nickel allergy; the physician stated that the patient never exhibited symptoms of nickel allergy. Because of the patient's nickel allergy, the physician stated that 1 micro-insert was removed laparoscopically from the patient's myometrium (second micro-insert had already been removed due to a perforation). The physician stated that the patient was doing well following removal of the micro-insert but was still experiencing symptoms of arthritis. The doctor said he does not believe the patient's arthritis symptoms are directly related to the essure micro-inserts.

Manufacturer narrative:
(B)(4).